Manufacturer narrative:
D10: concomitants: a10012 - gps implant kit v2 02-010-01-0250 - lgc femoral ps cem left sz 5 5568747 02-012-43-5040 - lgc tibia rbktray cem sz 5f/ 4t 02-012-38-5009 - lgc tibia ps rbk insrt sz 5 9mm 200-02-38 - three peg patella 38mm 201-78-15 - holding pin mini sharp point 4 pk 521-78-32 - threaded pin size 3.0 collarless s 521-78-23 - threaded pin size 2.3 collared.

Event description:
It was reported via a legal notification, that a 57 yo male patient, initial bilateral knee replacement in (B)(6) 2021, was notified of the recall and was reviewed by the surgeon. As a result of the plaintiffs ongoing left knee pain, swelling and reduced mobility he came under the care of his orthopedic surgeon. It was indicated the plaintiffs left knee pain, swelling and reduced mobility was caused by the deterioration of the implant. On or about 24 october the plaintiff had a consultation with the surgeon and was advised inter alia about the recall and that he would require left knee revision replacement surgery. Following the plaintiff's bilateral total knee replacement surgery in (B)(6) 2021, the plaintiff has experienced the following symptoms: a. Bilateral knee pain; b. Chronic left knee pain; c. Left knee swelling; d. Restriction of left leg mobility; e. Reduced standing, sitting, walking capacity; f. Consequential mental harm. A revision surgery has been planned, but there is no information that it has occurred. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - according to the information provided, the patient underwent a bilateral knee replacement surgery on (B)(6) 2021. In (B)(6) 2023, the patient had a consultation with the surgeon where he was informed that the left knee would require revision surgery. However, it is unclear if the patient has been revised. It was also reported that the patient¿s ¿left knee pain, swelling, and reduced mobility [were] caused by the deterioration of the implant.¿ because the patient has filed a legal claim, it appears they are alleging prosthesis wear of their exactech polyethylene tibial insert. Partial product information was provided, ¿(02-012-38-xxxx, (B)(6).¿ however, this appears to be incorrect based on a search of exactech sales data. Additionally, the serial number reported does not exist. The component was not available for evaluation, and no images or radiographs were provided. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and subsequent pain and swelling. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. It is unclear if this patient has been revised. H6 - annex f code, investigation type, findings, and conclusion. The following sections were corrected: h6 - annex e code 2032 no longer applies, annex f code 4648 no longer applies, investigation type 4118, findings 3233, conclusion 11 no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.